Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair information is pending from our local business unit in (B)(4). When this information is provided, we will submit a supplemental report.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. The customer attempted to power the iabp off and then back on to restart pumping. The cs300 was replaced with a cs100 to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed running test. The reported incident was not duplicated. The fse replaced the power supply charger, solenoid driver board and power on/off cable assembly as a precaution. The fse performed running test without occurring any problem.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. The customer attempted to power the iabp off and then back on to restart pumping. The cs300 was replaced with a cs100 to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
The power supply and on/off switch cable were returned to the getinge national repair center (nrc) for further evaluation. The technician inspected the power supply and no visual damage was observed. The technician installed the power supply into cs100 test fixture and tested to factory specifications per cs100 service manual. The power supply passed testing and could not verify the reported failure "pump shut down suddenly". The power supply will be to the supplier per procedure. Inspection of the on/off switch cable was completed and no visual damage was observed. The technician installed the on/off switch cable into cs100 test fixture and tested to factory specifications per cs100 service manual. The on/off switch cable passed testing and could not verify the reported failure "pump shut down suddenly. The on/off switch cable will be scrapped and retained in the nrc per procedure.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. The customer attempted to power the iabp off and then back on to restart pumping. The cs300 was replaced with a cs100 to continue therapy. No patient injury or adverse event was reported.

Event description:
The customer reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) suddenly shutdown. The customer attempted to power the iabp off and then back on to restart pumping. The cs100 was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
The power supply was evaluated by the supplier and they could not verify the reported failure. The power supply passed all of their testing and they updated the fan per procedure. The power supply was returned to the getinge national repair center (nrc). A technician of the nrc installed the power supply into cs100 test fixture and tested to factory specifications per cs100 service manual. The power supply passed testing and was put into stock.

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly shutdown. The customer attempted to power the iabp off and then back on to restart pumping. The cs300 was replaced with a cs100 to continue therapy. No patient injury or adverse event was reported.